Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present for an unrelated a procedure. A pre-operative device interrogation revealed recorded episodes of noise, and noise reversion exhibited by the right ventricular lead. No interventions were reported. The patient was stable.